Event description:
Unable to pierce through skin with IV cannula. Cannula curled and bunched up but would not penetrate skin. Upon withdrawal discovered defect (burr) on end of cannula. Caused child unneeded add'l needlestick.